Manufacturer narrative:
Journal article: first report of 3-year clinical outcome after treatment with novel resolute onyx stents in the randomized bionyx trial - was submitted for review. Authors: eline h ploumen, rosaly a buiten, paolo zocca, carine jm doggen, adel aminian, carl e schotborgh, gillian aj jessurun, ariel roguin, peter w danse, edouard benit, clemens von year: 2021 reference: doi: 10.1253/circj.cj-21-0292. Patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Average age, majority gender, date of publication. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - first report of 3-year clinical outcome after treatment with novel resolute onyx stents in the randomized bionyx trial - was submitted for review. This article assessed the 3-year clinical outcomes of the bionyx trial, in which the medtronic resolute onyx zotarolimus-eluting stent (ro-zes) was compared to the ultrathin-strut orsiro sirolimus-eluting stent (o-ses) in an all-comer population. The main endpoint was target vessel failure (tvf); a composite of cardiac death, target vessel myocardial infarction (mi), or target vessel revascularization (tvr). The secondary composite endpoint, target lesion failure (tlf), consisted of cardiac death, target vessel-related mi, or target lesion revascularization. Other secondary endpoints include all-cause death, any mi, the individual components of tvf, and stent thrombosis (st). A total of 2,488 patients were entered into the study and randomly 1:1 assigned to ro-zes or o-ses, with 1243 patients receiving the ro-zes. At the 3-year follow-up data was available for 2,433 patients. There was no significance between stent difference in tvf and its individual components. The all-cause mortality was significantly lower after percutaneous coronary intervention (pci) with ro-zes, but cardiac mortality did not differ significantly. Definite-or-probable stent thrombosis rates were low for both groups. This first 3-year randomized assessment of the ro-zes showed a favorable rate of tvf that matched the outcome of patients treated with the o-ses. A lower rate of all-cause death in the resolute onyx group was observed.